Manufacturer narrative:
The report of the driveline communication fault alarms can be confirmed based on the submitted log files. The 1st system controller log file contained approximately 3 days of data, spanning from (B)(6) 2017 06:26:35 to (B)(6) 2017 19:37:33, per the timestamp. At 18:42:56 on (B)(6) 2017, the log file captured a driveline communication fault alarm which remained active until the end of the log file. Also flagged in the log file, were numerous (f19) com_a_faults. Throughout the log file, pump speed remained above the low-speed limit. The patient's controller was exchanged on (B)(6) 2017; however, the dl comm fault alarms reoccurred. Another log file was submitted which captured the new dl comm fault alarms starting at 15:00:07 on (B)(6) 2017. The decision was made to exchange the patient's mod cable. An additional log file following the mod cable exchange did not capture any dl comm fault alarms. The exchanged modular cable was returned in used condition. Visual inspection of the returned modular cable found no evidence of damage to the outer jacket. Small amounts of debris were noted in both of the bend reliefs; however, they appeared free of any damage. The inline connector and controller connector appeared unremarkable and show no issues with the pins or alignment features. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. On (B)(6) 2017, the patient had a return of the driveline communication fault alarms. A 4th log file was submitted which captured the continuous dl comm fault alarms. The driveline communication fault alarms were permanently silenced per the recommendation from abbott engineers. (B)(6) 2018, follow up log files were submitted which captured the ongoing, silenced alarms; however, no further unusual events were captured and the device appeared to function as intended. Similar incidences have been reported. A corrective and preventative action has been implemented to address the issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6). The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 9 months (calculated from the date when the modular cable was issued to the patient). The modular cable was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a driveline communication fault alarm was observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed the driveline communication fault. There were no other unusual alarms present. On (B)(6) 2017, it was reported that the system controller was exchanged out and no further alarms were observed. On (B)(6) 2017, it was reported that the patient presented to the hospital with recurrence of driveline communication fault alarm. Second log files were submitted to technical services department for review and they confirmed the recurrence of driveline communication fault. The modular driveline cable was exchanged. Log file analysis completed by the manufacturer¿s technical services representative revealed the alarm was not present on log files with the new modular cable. On (B)(6) 2017, it was reported that the driveline communication fault had returned. Log file analysis completed by the manufacturer¿s technical services representative on (B)(6) 2017 confirmed multiple driveline communication faults. It appeared these faults show on battery and mpu. Additional information was requested, but was not provided. It was reported the driveline communication fault were permanently silenced. No further actions have been taken and the patient was discharged. No additional information was provided.